Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on the date of implant, the implantable cardiac monitor (icm) detected pause episodes that appeared to display loss of signal, amplitude, and gain. It was also reported that the icm experienced oversensing and undersensing during the pause episodes. The icm remains in use. No patient complications have been reported as a result of this event.